Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited static color on the screen and no image when the scope was inserted into the machine. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results from the investigation, and although the root cause was not speified, it is likely the defect was attributed to the deterioration of the plug unit which was not repaired or replaced since the purchased of the device. The image was normalized after the plug unit was replaced. Olympus will continue to monitor field performance for this device.